Manufacturer narrative:
Philips service replaced the coin cell battery and verified the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot and was stuck at timer 00:00 on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.